Event description:
It was reported that during a lap myomectomy, the doctor used the enseal x1 curved jaw 37cm for laparoscopic myomectomy. The shaft / jaw broke after using it for 15-20 mins. Tried to use as much and continue with diathermy/bipolar. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A video was received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. A photo image was received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 7/18/2022 d4 batch #: x94633 this is an analysis of a video and an image submitted to ethicon endo-surgery for evaluation. Video ((B)(4)): the video provided by the customer shows an enseal device with the distal guide weld broken, image (enseal x1 product complaint.jpg): the image provided by the customer shows an enseal device with the distal guide weld broken. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the nslx137c device was returned with the distal guide weld broken. Upon visual inspection, of the device, it was observed that the active rod wire was broken at the distal guide area. The device was connected to the generator for functional testing, this resulted in an alert screen "close jaws on tissue and re-activate". The "replace instrument" alert screen would be displayed after receiving the "close jaw on tissue and reactivate" alert screen three times. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the distal guide weld got broken.